Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a stimulation sensation near the device site. The left ventricular (lv) lead was tested in-office, but because the patient was being paced mainly in the right ventricle, it was suspected the stimulation sensation was being caused by the right ventricular (rv) lead. The device was programmed to pace only in the rv, however after the patient left the clinic, the stimulation sensation persisted. Follow-up revealed ventricular sense response (vsr) was programmed off - which eliminated rv pacing - and the stimulation resolved. Final reprogramming was for lv only pacing and the rv lead remains in use. No further patient complications have been reported as a result of this event.